Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73b1800242 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Staples fell from unit during use. No patient harm.

Event description:
Staples fell from unit during use. No patient harm.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was received with its trigger partially engaged. The stapler was received with 30 staples left in the cover block indicating that at least 5 staples were fired by the end user. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed and a staple was able to form properly but was unable to release from the device. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger cycle was completed. Upon full engagement of the trigger, the first staple was able to properly form and release from the device. Another attempt was made with the same result. On the third attempt, the staple was able to properly form but was unable to release from the device. The stapler was disassembled and it was confirmed to have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled and the trigger was engaged. The first staple was able to properly form but was unable to release from the device. Another attempt was made and this time, the staple fired properly. This was repeated two more times with the same result. The anvil from the functioning lab inventory stapler was inserted into the returned sample and the stapler was reassembled. Upon engagement of the trigger, one staple properly formed and released. Two more attempts were made with the same result. The anvil from the returned sample was inserted back into the returned sample and the stapler was reassembled. Upon engagement of the trigger, one staple properly formed and released. Two more attempts were made with the same result. The remaining staples were fired from the stapler with no difficulty. It could not be determined what prevented some of the staples from releasing. No other defects or anomalies were observed. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staples fell from unit" was confirmed based upon the sample received. Upon functional inspection, a few of the remaining staples were able to properly form but were unable to release from the device. No errors could be found in the assembly. It could not be determined what prevented some of the staples from releasing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined.